Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted lifescan alleging that a "plus minus in an arrow" was appearing on her one touch ultra for 2 months. She usually takes "8-12 units sliding scale" of novolog; however, even though she was not able to test on her meter, she was taking 12 units of novolog insulin because she claimed that she has been eating "lots of food." It is unk how often the pt usually tests her blood glucose, what diabetes medications (if applicable) she takes, and if she had another backup meter. On the same day (unspecified time), the pt took 12 units of novolog. It is unk what actions the pt took after taking the insulin. At an unk time later, the pt developed symptoms of shakiness and blurred vision while making a burger. She attempted to test while experiencing the symptoms but got the "plus minus" again. When she contacted lifescan for assistance, she drank orange juice while speaking with the customer care advocate on the phone but it is unk if her symptoms were relieved. The cca noted that the meter was displaying the battery indicator symbol. The pt admitted that she has never replaced the battery; however it is unk how long she has had the meter. Based on the provided information, this complaint is being reported because the pt allegedly developed symptoms after not being able to test on her meter for 2 months. The meter, test strips, and control solution were replaced.